Event description:
A peritoneal dialysis (pd) patient reported that a cycler alarmed with a blank screen during step 7 of setup. Pressed ok, stop, and touched the screen but screen remained blank. The ok and stop keys made sound when pressed. The patient rebooted the cycler and the ok and stop keys lit up but the screen remained blank. Patient reported issue happened on first use of the cycler tonight. Advised to discontinue use of this cycler. Replaced cycler due to blank screen. The fresenius technical support representative issued the cycler replacement. This is an out of box failure. Upon follow up, it was confirmed that patient was not able to complete treatment on the reported day with the cycler and neither manually. Patient confirmed receiving the cycler replacement and was able to use it with no further issues. No patient adverse effects were experienced, and no medical intervention was required. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.

Manufacturer narrative:
Correction: d.9.

Manufacturer narrative:
Plant investigation: a visual inspection of the returned cycler exterior showed no signs of physical damage. There was no visual indication of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. Touch screen test failed ¿ when powering on the on the cycler the ¿ok, stop, and up/down arrows push buttons¿ illuminated, however the front panel display remained blank. An internal inspection of the cycler found a short on t1 of the inverter board with lot code 2411 which reflects the transformer has p155 insulation thickness. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed, and the display became operational. Touch screen test passed. Voltage test passed. System air leak test passed. Valve actuation test passed. The teach pumps test passed. Pre-ast 15 min 1000ml simulated treatment was performed without any failures or problems. There were no visual discrepancies encountered during the internal inspection. The device history record did not reveal any issues or problems related to the reported symptom code(s).upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on the inverter board.

Event description:
A peritoneal dialysis (pd) patient reported that a cycler alarmed with a blank screen during step 7 of setup. Pressed ok, stop, and touched the screen but screen remained blank. The ok and stop keys made sound when pressed. The patient rebooted the cycler and the ok and stop keys lit up but the screen remained blank. Patient reported issue happened on first use of the cycler tonight. Advised to discontinue use of this cycler. Replaced cycler due to blank screen. The fresenius technical support representative issued the cycler replacement. This is an out of box failure. Upon follow up, it was confirmed that patient was not able to complete treatment on the reported day with the cycler and neither manually. Patient confirmed receiving the cycler replacement and was able to use it with no further issues. No patient adverse effects were experienced, and no medical intervention was required. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.